Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not working and there was no light. A field service engineer (fse) confirmed that the customer restarted the station to resolve the issue. Fse also verified the functionality through application. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID was not working, and no light was coming from the bio ID. The customer switched the station off and planned to switch it back on after 10 minutes; however, the issue did not resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.